Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 starter kit was missing the lancets. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 2pm the alleged issue was first discovered. The patient reported using self adjusting insulin to manage her diabetes. The patient reported 1 day after the issue occurred she developed symptoms of sweating, low sugar, nervous and felt dizzy. The patient reported she had something to eat or drink on (B)(6) 2014 at 2:03. At the time of troubleshooting, the cca confirmed there was missing product. Replacement products were sent to the reporter. This complaint is being reported because the patient claims due to the alleged issue she was unable to test her blood glucose and developed symptoms suggestive of hypoglycemia after the issue began.